Manufacturer narrative:
Valve was received in st. Jude medical heart valve div fer analysis lab in st. Jude medical product return kit, submerged in liquid solution. Sewing cuff was off-white in color, contained several sutures, and exhibited whitish tissue which was heavier on inflow side than outflow side. Both leaflets were observed to open and close normally. Carbon surfaces of valve appeared relatively cleaned of any substances, such as blood and/or body fluids. Valve was chemically sterilized and forwarded to independent pathologist for gorss morphological examination. Pathologist stated that at time of his examination, valve appeared to have most of reported pannus removed. Moderate amount of mature, fibrous tissue, with smooth, intact, grossly normal surface, was present on one surface of sewing cuff. No elements of this firbours tissue projected into orifice or fecessed pivot areas. As previously mentioned, both leaflets were intact, and both opened and closed completely. Pathologist concluded that this explanted valve was mechanically normal, and small amount of normal, fibrous tissue observed on sewing cuff did not interfere with valvular function. Valve was then cleaned, and sewing cuff was remvoed. Valve was then visually examined at 10x magnification for any anomalies on surfaces of leaflets and orifice. Leaflets and orifice were found to be unremarkable. Valve was then disassembled for performance testing. Results of pulse duplicator testing indicated valve had no abnormal operation. Flow and pressure traces indicated vavle operated satifactorily, witout leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and valve met all of st. Jude medical's specifictions. Leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. Valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that process was performed in accordance with st. Jude medical's specifictions. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Info reviewed from valve's device history record and additional testing performed through fer analysis lab indicated valve complied with st. Jude medical specifications at time of manufacture. Results of this investigation are inconclusive. Cause of regurgitation which was detected approximately two years postoperatively, and progressively worsened, remains unknown. Testing performed on returned valve, as well as comments, indicated it was not due to instrinsic valve defect. Amount of pannus growth observed on sewing cuff was considered moderate by pathologist, and did not interfere with valvular function. Per request of hosp, valve was returned to rn, supervisor, open heart surgery, after testing had been completed, on 9/23/1997. Mv-1064

Event description:
On 5/31/1990, dr. Implanted a 25 mm aortic mechanical heart valve. Pt also underwent coronary artery bypass grafting to right coronary artery for marfan's syndrome, congenital aortic regurgitation. Two years postoperatively, pt was noted to have some evidence of paravalvular aortic regurgitation. Echocardiogram displayed stable left ventricular function at this time, resulting in no intervention. On 7/14/1997, pt developed severe chest pain, was admitted to virginia beach hosp emergency room, and according to dr., stress test was "markedly positive". Cardiac catheterization and transesophageal echocardiogram (tee) revealed aortic rgurgitation. On 7/21/1997, dr explanted this valve due to pannus formation. Intraoperatively, dr noted at least two point of regurgitation. Unusual appearance of regurgitation suggested healed subacute bacterial endocarditis infection at some point in the past. Dr. "Did not think there was any problem with valve". Another manufacturer's mechancal heart valve was then implanted, and triple coronary artery bypass reoperation procedure was performed. The pt's postoperative health status was reported as stable.